Event description:
It was reported that the infusion pump was programmed at 800 ml/hr instead of the intended 8 ml/hr. The pt received the entire 250 ml of heparin before this was detected. The pt was observed closely afterwards, however no medical or surgical intervention was required.